Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. It was reported that the reporter was unable to remove the battery from the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/11/2017 with the following findings: during investigation, the battery was able to insert and remove from the compartment without resistance. The original issue could not be duplicated. Unrelated to the original complaint, the cartridge compartment was cracked. The display was dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.